Event description:
The device was removed due to a "deflation", secondary to a "fluid loss". It was observed at the time of surgery that a "tiny hole on left tubing leading to the resipump" was observed. The entire 2-piece inflatable penile prosthesis was removed and replaced with another mentor 2-piece inflatable penile prosthesis.